Event description:
Customer is requesting internal water path replacement. Device have tested positive for m. Abscessus sbsp. Bolletii/abscessus.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. A review of associated complaints from (B)(6) medical center's ((B)(6)) devices was conducted and found to be reported by the customer to be contaminated with m. Abscessus. The lab results sent by bidmc, reporting the devices contamination, was sent on 8/31/2020 during an investigation that was conducted on several other devices at their facility. The results also indicated a scrub sink outside one of the or's contained m. Abscessus though not indistinguishable from the bacterium in the device. Cardioquip was able to test the device on 7/06/2021 and confirmed the device was contaminated with m. Abscessus. The source of contamination was unable to be determined due to the length of time between the original report and gaining access to the device. At the time of the reported contamination cardioquip was not giving access to conduct a full investigation of potential sources of contamination at (B)(6).